Event description:
It was reported that on (B)(6) 2025, a grappler driver fractured during a case. The driver tip remained implanted with no prominence, and the procedure was completed without delay. The surgeon determined that the retained driver tip would not pose any issues and that attempting removal would create more risk since the screw was already in place. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A visual examination of the returned product revealed that the tip of the driver had broken off. Medical records were assessed and it shows there was a linear metallic fragment (driver tip) oriented parallel to the driver but situated distally and medially to the driver, embedded into the body of the navicular. All cortices appear intact. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.